Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 tlif where rhbmp-2 was implanted with a peek cage, autograft, and allograft. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgery 19 months post-op.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: revision lumbar laminectomy l4, and bilateral medial facetectomies and forminotomies, l4-5. Transforaminal lumbar interbody fusion l4-5. Cage insertion at l4-5. Aspiration of bone marrow aspirate from pedicles of l4 and l5. Pedicle screw instrumentation l4-5 and posterolateral fusion, l4-5 augmented with local morsellized bone autograft, allograft and rhbmp-2/acs. Intraoperative neurophysiologic monitoring pre-op and post-op diagnosis: severe central canal stenosis, l4-5. Degenerative disc disease l4-5 implants used: four titanium screws measuring 6.5 x 40 mm. Two 40mm pre-cut rods. Peek cage 10 x 28 mm. One large rhbmp-2/acs kit. Tricalcium phosphate allograft, measuring 50mm in length as preop notes: "the rhbmp-2 was then reconstituted with bmp according to manufacturer's instructions and placed in absorbable collagen sponge. Small strips of the collagen sponge were then packed against anterior annulus of l3, l4 and l5. The peek cage was then filled with collagen sponge soaked in bmp-2 and was inserted in the l4-5 level in such a manner that it was centered in both ap and lateral planes. No complications were reported." On (B)(6) 2012, patient underwent following procedure: removal of interbody cage at l4-5(difficult revision). L4-5 discectomy, corpectomy and decompression of the spinal canal and bilateral neural foramen. L4-5 anterior arthrodesis. L4-5 insertion of interbody biomechanical fusion device. L4-5 anterior instrumentation. L5-s1 corpectomy and decompression of the spinal canal and bilateral neural foramen. L5-s1 arthrodesis. L5-s1 insertion of interbody biomechanical fusion device. L5-s1 anterior instrumentation pre-op and post-op diagnosis: l4-5 pseudoarthrosis. L5-s1 degenerative disc disease. L5-s1 herniated nucleus pulposus indications: patient is with intractable low back pain. No complications were reported. On (B)(6) 2012, patient underwent following procedure: l4-5 and l5-s1 anterior lumbar interbody fusion. Pre-op and post-op diagnosis: degenerative disc disease of the lumbar spine, particularly l4-5 and l5-s1 disc space. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.